Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an "internal battery depleted" error code had occurred with the charge amount of the internal battery having been 97% was discovered in the ventilator's downloaded event log. The technician recommended replacing the device's power management board to address the issue. No further investigation is required at this time. Performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. Software version was checked. (Ver.14.2.05)